Manufacturer narrative:
Concomitant products: w2dr01 ipg implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing on stored electrograms (egm). The rv remains in use. No patient complications have been reported as a result of this event.